Event description:
It was reported that there was a trinica standard/select screw inside a package labeled as a virage screw. This was found outside of surgery and no patient was present.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that there was a trinica standard/select screw inside a package labeled as a virage screw. This was found outside of surgery and no patient was present.

Manufacturer narrative:
Corrections in g1 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed that the sealed packaged labeled 07.01702.048 actually contained a trinica screw. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to packaging or inspection error. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.